Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2026-00102, device 2 is being reported under MDR-., and device 3 is being reported under MDR-2247858-2026-00104. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Pt underwent a 4v pmeg on (B)(6) 2026 using treo 28-b2-26-120u, lot 26022550195 on (B)(6) 2026. Dr (B)(6) performed the surgery with dr (B)(6) assisting. Fenestrations were done on a sterile back table in line with physician protocols and measurements. Both physicians reported issues with reloading the proximal end of the graft back into the delivery system sheath. The graft was eventually loaded into a 20f dry seal for deployment into the patient. Surgeon had no problems canulating graft or fenestration. However, after ballooning the distal constraining tie, it was noticed that blood was leaking distal to the left renal artery fenestration into the aneurysm sac. A balloon was immediately put up and stents placed. A gore extender cuff was also placed between the rra covering the lra to help with the leak. However, the aorta ruptured, pressures dropped and patient eventually died on the table. Thrombus was identified on the CT. The graft was explanted but delivery system was bent in half and not able to be retrieved." Patient outcome: "patient died following procedure".